Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that the device pacer mode was turned on and the ma was set to 0. Additionally, there was a ECG lead off message, which indicates that at least one of the ECG leads was not coupled to the patient's skin. Numerous warning entries were logged that indicated an invalid patient impedance. There are a number of things outside a device malfunction such as environment, poor pad contact or poor patient preparation that could contribute to an invalid patient impedance. The device passed pacer testing and was able to pace when all criteria was met. The clinical data logs were not available as part of this investigation. The device no trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.